Manufacturer narrative:
A philips remote service engineer (rse) spoke to the biomedical engineer who indicated that they were working on the problem however, did not provide further information. Additional attempts to obtain information were unsuccessful. Based on the information available conducted we were unable to replicate the reported problem. However, a failure could not be ruled out. The cause of the reported problem was not confirmed. After several attempts to determine how the issue was resolve, the outcome was unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that some of the floors have loss monitoring. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.